Event description:
Customer reported a failure of depleted batteries. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did state incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
Evaluation summary: the device was evaluated at the facility by a baxter representative. Inspection of the device revealed the batteries were depleted to a potentially damaging level with 12 discharges below alarm threshold. The batteries were replaced and the device was back into service fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.